Event description:
While using drill bit, sales representative noticed tip broke off. All pieces obtained and confirmed by fluoroscopy. Nursing supervisor notified. Five minutes were added to surgery to retrieve broken tip. Manufacturer response for tfn drill bit, (brand not provided) (per site reporter): unknown at present time.